Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.